Manufacturer narrative:
See the following: MFR 3012307300-2017-02583,MFR 3012307300-2017-02584,MFR 3012307300-2017-02585,MFR 3012307300-2017-02586,MFR 3012307300-2017-02588.

Event description:
It was reported that a patient experienced an occlusion while using a cleo® 90 infusion set during basal delivery. The patient's blood glucose level was 420 at the time of the event. The patient was instructed on how to test for an occlusion discovering the blockage was likely located at the site. No adverse health outcomes were reported from this event.